Manufacturer narrative:
H10. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the drawing showed the distal tip was connected to the device. A complaint history review concluded this was an isolated event. A visual inspection revealed the anchor was not attached to the device. The anchor was also not returned with the device. The device was opened up and in some original packaging, but the device had been removed as blood debris is on the handle of the device and along the shaft of the device. No suture with device. Device does not appear to be bent. The complaint was confirmed, but the root cause could not be established. Factors that could have contributed to the reported event include premature activation or an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the drawing showed the distal tip was connected to the device. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a rotator cuff repair upon opening the box, the distal tip of the microraptor was dislodged and was notices when it fell out of the packaging. The procedure was completed with a backup device and no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.